Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
A patient reported glucose results of "218, 106, 117, and 103 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating the meter, test strips, and control were replaced.